Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to moisture damage on electronic assembly. Unable to verify critical pump error (open book image) alarm or perform functional testings due to flashing white light on display. Unit was received with cracked case along the side of the battery tube, cracked battery tube threads, scratched case and minor scratched lcd window.